Event description:
The consultant surgeon claims that the pt had an aneurysm resected in 1990 using a microvel hemashield graft. A recent incidental finding discovered an abdominal aortic aneurysm (aaa). The CT scan showed the size of the aneurysm to be 7cm (which is the size of the original aneurysm) with a lumen measuring 5cm. The graft is not visible on the CT scan and an MRI is presently in process. The incident date is unknown at this time.